Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device longevity is only showing two years. There is a concern as to what is causing the decreased longevity. It was also noted that the left ventricular threshold had been elevated and high for quite some time. The device and left ventricular lead remain in use. No patient complications have been reported as a result of this event.